Event description:
Customer reported that the insulin pump had insulin leaking inside the reservoir, required frequent battery changes, made loud noises during the rewind process, and returned multiple no delivery alarms. Blood glucose level was not provided. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.